Manufacturer narrative:
According to the facility on (B)(6) 2026, the "product was being used for a thyroid biopsy" and "in the process of trying to retrieve specimen, needle broke off at the hub from cytocore machine" into "the patient's thyroid." The facility noted the patient had a "3.8cm thyroid nodule" preexisting the reported incident. The facility reported, "patient underwent imaging (CT and x-ray) to confirm the location of needle in thyroid bed." The facility stated, "patient transferred to hospital to have needle surgically removed from patient's thyroid bed." The facility reported that the patient is "recovering and ok at this time." No additional information is available regarding the reported incident at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2026, the "product was being used for a thyroid biopsy" and "in the process of trying to retrieve specimen, needle broke off at the hub from cytocore machine" into "the patient's thyroid."

Manufacturer narrative:
Updated h10: related report numbers.